Manufacturer narrative:
Additional information: event description: after receipt of additional information it was determined that this report is a duplicate to the event reported under 2183959-2018-61114. The analysis will be submitted after completion under 2183959-2018-61114. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 02:14 pm CT. The report number is being corrected from: 2183959-2018-61916 to: 2183959-2018-61291.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to fluid loss. A new 14cm x 9.5mm ipp with 100 ml reservoir was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. After receipt of additional information it was determined that this report is a duplicate to the event reported under 2183959-2018-61114. The analysis will be submitted after completion under 2183959-2018-61114.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to fluid loss. A new 14cm x 9.5mm ipp with 100 ml reservoir was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.